Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was a problem with the unit. The biomed at the site checked the device and saw that the light with the wrench was on. When attempting to check it out, a grinding noise was heard and the "eoa" message appeared on the "b" side. The device was used for the remainder of the surgical procedure. The user reported that there were no adverse consequences to the pt as a result of this event.